Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed if the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right rupture, and capsular contracture; baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent primary breast augmentation with unknown size unknown gel implants and experienced breast implant rupture, and capsular contracture; baker grade IV on the right side postoperatively. The patient underwent bilateral explantation and replacement with catalog number 3504004bc; (B)(4) on the left side, and catalog number 3504004bc; (B)(4) on the right side on (B)(6) 2015.